Manufacturer narrative:
The device was received for evaluation. During functional testing a false upstream occlusion alarm was not reproduced. Evaluation observed and found that the pump passed the upstream occlusion testing at the flow line. A review of the event history log revealed upstream occlusion messages. However, the log only cannot be used to confirm the reported problem. The alarms in the log were likely a result of normal pump operation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had continuously alarmed false upstream occlusion during unspecified process step. There was no patient involvement. No additional information is available.